Event description:
The customer alleged they received a questionable vancomycin result on their integra 400 plus analyzer. The patient's initial vancomycin result was 46.4 ug/ml and it was reported outside the laboratory. The pharmacist questioned the result as the patient's last dose of vancomycin was on (B)(6) 2012. The sample was pulled and repeated on the same analyzer as the initial result. The customer stated that the reagent pack the initial result came from had 10 - 15 tests left. Before repeating the sample, a new reagent pack was put on the analyzer, lot number 65366201 and the expiration date was 03/31/2013. The analyzer was recalibrated and controls were performed. The repeat result was 15.4 ug/ml. The customer considered the repeat result to be correct. No treatment was given to the patient and his condition did not change based on the erroneous result. There were no adverse events. The vancomycin reagent lot number was 64525601 and the expiration date was 09/30/2012. The customer declined a service visit as it was the only problem they had that day.

Manufacturer narrative:
A specific root cause could not be determined. The patient's sample was not available for further investigation and the customer declined a service visit to exclude any other instrument related factors. The calibration and quality control results did not point to a reagent related issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.